Event description:
The peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services that they were hospitalized with an infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient's pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following symptoms of abdominal pain, nausea, vomiting, pd catheter (not a fresenius product) occlusion and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with staphylococcus aureus and a white blood cell (wbc) count of 1848/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intravenous (IV) vancomycin (unknown dose, frequency and duration) and other IV and intraperitoneal medications that were not reported by the hospital (unknown type, route dose, frequency and duration). The patient underwent a pd catheter revision during this hospitalization (date unknown) and was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient's peritonitis, the associated symptoms and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues ccpd therapy on a newly received liberty select cycler at home post-discharge. C-786810 (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).